Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: extended opening, red particles and a weight test of the explanted material was verified and it was underweight. Microscopic analysis of the return device identified: an extended striated opening on radius side assessed as surgical damage. Based on the device analysis the final assessment is: a striated opening assessed as surgical damage and no observations found related with the complaint reported by the physician.

Event description:
Healthcare professional reported a right side capsular contracture, baker grade iii. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side capsular contracture, baker grade iii. Device was explanted.